Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while in use on a patient for treatment, there was a cooling fan malfunction. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor a delay to therapy noted. The repair engineer evaluated the device and found that the malfunction was caused by damage to the cooling fan. The investigation is ongoing.

Manufacturer narrative:
The customer declined service and repair. A third-party maintenance company confirmed that the cooling fan is faulty. The blower assembly was replaced, which resolved the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.